Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was received with the tissue stop out of its intended position making the instrument non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent causing that tissue stop lose its intended position. The jaws were found to be in good condition. However, it could not be determined what may have caused this condition of the tip of the advancer. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Analysis testing: squeeze 1 - no feed, squeeze 2 - bypass with the clip above the advancer, squeeze 3 - bypass with the clip above the advancer, squeeze 4 - good clip, squeeze 5 - good clip, squeeze 6 - partially fed clip. Piece of the advancer tip fell from the device. The device was taken to the rdl for x-ray. The x-ray showed two clips jammed back to back and confirmed the tip of the advancer was missing. On disassembly of the handle side, nothing unusual was observed within the handle components and handle assembly. On disassembly of the shaft, the 2 clips were jammed within the clip track were confirmed and a groove was noted in the clip track just ahead of the clip valve. The advancer tip was broken and appeared to have been twisted. Nothing unusual was observed in the remaining components or assembly of the shaft. A total of 5 clips were counted within the device after disassembly. Based on the number of clips fired and the remaining clips counted upon disassembly, the device, as returned, contained 11 clips. It appears that something caused the tip of the advancer to interfere with the clip track, creating that groove; unable to identify what that "something" was.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device clip advancement mechanism broke, which prevented the jaws from opening. Another device was used to complete the case. There was no adverse consequence to the patient.